Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A revision surgery was performed, upon examination urethral atrophy was found which caused the device not to be performing as expected. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B1 ae/pp: updated b5: description: updated h6 eval method codes : updated.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a gradual onset of recurrent urinary incontinence. A revision surgery was performed, and upon examination, urethral atrophy was identified. The device was explanted and replaced. No additional patient complications were reported.